Event description:
It was reported that when a patient presented in-clinic with fatigue, intermittent atrial and ventricular loss of capture due to possible paced bigeminy rhythm was observed. No further information is available.